Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a "hi internal oxygen" alarm was observed. The device was not in patient use. The device's oxygen blending module board was replaced to address the issue.